Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2015. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated ineffective bladder emptying, urinary retention, urinary urgency/frequency, nocturia, dysuria, hematuria, urinary urgency/frequency with leakage, and incomplete bladder emptying.